Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the specification range and passed off no power test. Pump passed the delivery accuracy test. Pump received with cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported phone call that customer alleged for insulin pump was possible under delivering. Customer also reports that they had high blood glucose of 311mg/dl. Customer¿s current blood glucose was also 311mg/dl. Customers stated that drive support cap was normal and insulin exited at the quick release. Customer did not wasn¿t troubleshoot for high blood glucose. Insulin pump will be return for analysis.